Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a shocking sensation all over her body when stimulation is on and she's near metal objects. The shocking sensation does not occur when stimulation is off. No further info is available at this time.